Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the not firmly connection of the videoscope due to the failure of the locking mechanism of the video connector socket, which might be caused by the user pulling the video plug of the camera head out of the subject device without pressing down the locking lever of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure the endoscopic image was not displayed while the enf-vq was connected to the subject device. The user connected another enf-vq to the subject device, the same issue occurred. However while the enf-vh was connected to the subject device, the endoscopic image was displayed. Furthermore, the enf-vq was connected to another cv-170, the endoscopic image was displayed. Olympus europa (B)(4) checked the subject device and found that the reported phenomenon was duplicated while an enf-vq or also a camera head otv-s7 series. Also oekg found the failure of the contacts of the video connector socket which was caused the reported phenomenon. There was no report of patient injury associated with this event.